Event description:
G5 indicates error tf9950 attached event log.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. This complaint is not reportable (category 5 in risk assessment). The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for use. The root cause was determined to be a defective internal battery. In consequence (correction) the internal battery was replaced. There was no patient or user harm.